Event description:
It was reported that a month following the implant procedure at a follow-up appointment, a lead safety switch (lss) was noted from this right atrial (ra) lead. The ra lead pacing impedance measurements were low and out-of-range (<200 ohms). Mode switches due to over-sensed atrial noisy signals were also observed; these noisy signals also prevented the physician from obtaining a real-time unipolar pacing impedance measurement. The physician performed provocative maneuvers and manipulations, but the atrial lead noise was not reproducible. It was noted there was better capture threshold measurements in unipolar, so the physician reprogrammed the device. However, there were additionally some under-sensed atrial events, but the physician did not want to increase the atrial lead sensitivity. Boston scientific technical services (ts) was contacted for device data review. It was confirmed the device battery had a large, unexpected increase in power usage at the end of october and emergent device replacement was recommended. Ts also discussed that a multitude of ra lead impedance measurements also retrieved noisy signals. This could be indicative of a hardware issue within the ra pacing circuitry, which could possibly result in ra lead corrosion. In addition to the device replacement, ts recommended ra lead replacement to resolve the event. Information was requested regarding the procedure, but a response has not yet been received. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a month following the implant procedure at a follow-up appointment, a lead safety switch (lss) was noted from this right atrial (ra) lead. The ra lead pacing impedance measurements were low and out-of-range (<200 ohms). Mode switches due to over-sensed atrial noisy signals were also observed; these noisy signals also prevented the physician from obtaining a real-time unipolar pacing impedance measurement. The physician performed provocative maneuvers and manipulations, but the atrial lead noise was not reproducible. It was noted there was better capture threshold measurements in unipolar, so the physician reprogrammed the device. However, there were additionally some under-sensed atrial events, but the physician did not want to increase the atrial lead sensitivity. Boston scientific technical services (ts) was contacted for device data review. It was confirmed the device battery had a large, unexpected increase in power usage at the end of october and emergent device replacement was recommended. Ts also discussed that a multitude of ra lead impedance measurements also retrieved noisy signals. This could be indicative of a hardware issue within the ra pacing circuitry, which could possibly result in ra lead corrosion. In addition to the device replacement, ts recommended ra lead replacement to resolve the event. The patient underwent a surgical device replacement procedure and when tested with the new device, this ra lead exhibited normal impedance and threshold measurements in bipolar sensing. The physician elected to leave the ra lead implanted and in-service. No additional adverse patient effects were reported.